Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section and initial reporter occupation information are unknown, no information has been provided to date.

Event description:
It was reported that the heat exchanger on the tubing is too long causing a disposable alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Additional event information received (updated b5).

Event description:
Additional information received on 22september2022 via email: the reported product problem was discovered, prior to patient use. There was also some lack of education on the operator's part which was resolved.